Event description:
Approximately two months post heartware lvad implantation, it was reported that the patient had been experiencing multiple electrical fault alarms; the patient was admitted pending evaluation by a heartware field engineer. Visual inspection revealed contamination within driveline connector and controller connector. The heartware field engineer performed a cleaning procedure and controller exchange. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
Device evaluated in the field by heartware clinical engineering personnel. The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient was experiencing electrical fault alarms. Upon evaluation by the manufacturer's representative, foreign material was found within the driveline and controller connectors. A cleaning procedure was performed to remove contaminants. There was no patient injury as a result of this event. The controller ((B)(4)) was returned to the manufacturer for evaluation. External visual inspection of the controller revealed no signs of physical damage and functional testing revealed that the device performed per specifications. However, a review of the controller log files confirmed the reported electrical fault alarms. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and/or the driveline/connector sealing design. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-01031 and 3007042319-2015-02655) submitted for devices related to the same event.